Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message when attempting to load a cartridge. Reportedly, the cartridge was filled with 300 units of insulin. The customer's blood glucose level was 158 mg/dl. During a follow-up call on (B)(6) 2017, the customer confirmed that the pump was functioning as intended.